Event description:
I just started using a brand-new resmed airsense11 autoset CPAP machine (serial number (B)(4)) with airfit p10 mask. The machine and the tube emitted a strong plastic/rubber odor and I felt dizzy after using it for 20 to 30 minutes. I was concerned that the odor is toxic and will cause long-term damage to my health, so I stopped using the machine. Subsequently, I rinsed the tube with soapy water for multiple times, and I tried to run the machine for hours to ventilate the odor, but it did not help. FDA safety report ID# (B)(4).